Event description:
Related MFR report number: 2017865-2023-50371. It was reported that a patient presented for a lead revision due to oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient condition was stable.